Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2022 h6: investigation summary customer returned (31) loose 3/10cc, 6mm syringes. Customer states that there was one syringe with excessive silicon lubricant. All returned syringes were examined and 4 out of 31 syringes exhibited a clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Unable to perform DHR check for foreign matter (excessive silicone lubrication) due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle there were scale marking issues. This occurred approximately 32 times. There was no report of patient impact. The following information was provided by the initial reporter: the customer stated that there were many syringes that the scale marks were not flat(tilted) and the first (zero) scale of the syringe was lower than it should be. The number was about 32 ea.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle there were scale marking issues. This occurred approximately 32 times. There was no report of patient impact. The following information was provided by the initial reporter: the customer stated that there were many syringes that the scale marks were not flat(tilted) and the first (zero) scale of the syringe was lower than it should be. The number was about 32 ea.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.